Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was functioning properly at the initial inspection. Therefore, the unit was placed under observation. During the observation, the error continued therefore, the video generator board and the coiled cable need to be tested, after replacement, further diagnostics will be carried out. Replaced the video generator board, but the error continued, all connections were then checked, and a loose solenoid board connection was found, after reconnecting all loose connections, the unit was observed and no error were found, the unit has been kept under observation for one more week. During observation, the problem continued. Therefore, the customer's board was reinstalled again, and the pressure calibration needed to be completed. The drive assembly was replaced from the extended warranty and pressure was calibrated. The unit was placed for observation and handed over to the customer after a week.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follows: initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a internal communication failure during routine check by customer. There was no patient involved.